Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was reverted to normal settings successfully on (B)(6) 2014. There were no consequences to the patient.